Event description:
The customer reported that the battery overheated and leaked acid on the equipment.

Manufacturer narrative:
The customer reported that the battery overheated, and leaked acid on the equipment. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.